Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following has been reported to hamilton medical ag on 24 may 2024. It was reported by hamilton medical inc, that on (B)(6) 2024 at 03:49:06, a hamilton-t1 (sn: (B)(6), as turned on to do there preop checks and the ventilator alarmed with a high priority alarm and the following message displayed: "no ventilation after power failure." They powered the unit off and then back on and the message was no longer displayed. The ventilator was removed from use. The logs confirm the alarm occurred at ststed time in addition the logs indicate a: buzzer defective" alarm at 03:49:03 and a "self test failed" alarm that occurred at 03:49:06. This case is reported as part of (B)(4). The following technical faults were displayed tf 446028, tf 246005 and other tfs due to leaky rtc capacitor. The ventilator might switch to the "ambient state". During the "ambient state" the ventilator will alarm audibly and visually. In case the "realtime clock" information is lost as a result of a degraded capacitor, the display will show a "realtime clock failure" and the user will be notified to set date and time. In case of "ambient state", active ventilation is no longer provided to the patient. The device is constantly alarming audibly and visually. For further information see chapter "ambient state" in the respective operator's manual. A loss of "realtime clock" information does not have any severe consequence. This situation can only occur during startup of the ventilator. The "realtime clock" information needs to be set. Once date and time have been set by the user, the user needs to restart the device and ventilation can be started according to settings. Potential root causes that could be associated to this issue are as follow: a degrading capacitor on the control board might leak electrolyte onto the control board causing a short circuit on the board and/or the capacitor might lose its function. The primary function of this capacitor is to provide energy to store "realtime clock" information in case of total loss of power (external ac supply and battery) for example during storage. Possible correction that might be considered are as follow: replace control board. According to the available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Event description:
The following has been reported to hamilton medical ag on 24 may 2024. It was reported by hamilton medical inc, that on 20 may 2024 at 03:49:06, a hamilton-t1 (sn (B)(6), as turned on to do there preop checks and the ventilator alarmed with a high priority alarm and the following message displayed: "no ventilation after power failure." They powered the unit off and then back on and the message was no longer displayed. The ventilator was removed from use. The logs confirm the alarm occurred at stated time in addition the logs indicate a: buzzer defective" alarm at 03:49:03 and a "self test failed" alarm that occurred at 03:49:06. This case is reported as part of fsca (B)(6). The following technical faults were displayed tf 446028, tf 246005 and other tfs due to leaky rtc capacitor. The ventilator might switch to the "ambient state". During the "ambient state" the ventilator will alarm audibly and visually. In case the "realtime clock" information is lost as a result of a degraded capacitor, the display will show a "realtime clock failure" and the user will be notified to set date and time. In case of "ambient state", active ventilation is no longer provided to the patient. The device is constantly alarming audibly and visually. For further information see chapter "ambient state" in the respective operator's manual. A loss of "realtime clock" information does not have any severe consequence. This situation can only occur during startup of the ventilator. The "realtime clock" information needs to be set. Once date and time have been set by the user, the user needs to restart the device and ventilation can be started according to settings. Potential root causes that could be associated to this issue are as follow: a degrading capacitor on the control board might leak electrolyte onto the control board causing a short circuit on the board and/or the capacitor might lose its function. The primary function of this capacitor is to provide energy to store "realtime clock" information in case of total loss of power (external ac supply and battery) for example during storage. Possible correction that might be considered are as follow: - replace control board according to the available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.